Manufacturer narrative:
Received additional information that the few adverse reactions that were encountered were not related to the atrium product, and that no lot numbers of the product used are available.

Manufacturer narrative:
A complete investigation was not able to be performed as no lot number, or sample was provided. Per the article, it suggests that patients can be discharged home with a chest tube without increase in major morbidity or mortality. Outpatient chest tube management is associated with reduced postoperative los. With appropriate patient education and patient selection, outpatient management of chest tubes is a process improvement that should be incorporated into a surgeon's protocol for postoperative care of patients after pulmonary resection.

Event description:
Received an article titled "safety of outpatient chest tube management of air leaks after pulmonary resection" from the department of surgery, university of tennessee college of medicine in 2015. The study consisted of assessing the safety of discharging patients home with a chest tube (CT) after pulmonary resection. The study involved 496 patients from 2010 through 2014 and analyzed data related to patient demographics, type of resection, length of stay (los), and 30-day morbidity and mortality data. Per the study, 4 patients had superficial CT site infections.